Manufacturer narrative:
It was confirmed that the issue was not duplicated since last occurrence. The system is ready for use. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported issue of map shift resulted in working at alternating metal levels. This is considered a user error. The history of customer complaints reported during the last year and associated with carto system # 14209 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed for the carto 3 system # 14209, and no internal actions related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with a carto® 3 system and during the pvi procedure, a map shift occurred twice without an error. The physician remapped twice to fix the issue. After octaray remap, they confirmed a small rotational shift. The issue was seen during ablation phase. There was no cardioversion and no patient movement noted by physician. There was no patient consequence.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. On 28-jul-2024, the device evaluation was updated as follows: it was confirmed that the issue was not duplicated since last occurrence. The system is ready for use. An investigation was initiated by the manufacturer to investigate the issue. It was found that during the procedure, the user mapped with high metal values which was indicated on the carto 3 system. Issue was defined as user related. According to carto 3 instructions for use stated that: "if the carto® 3 system detects metal interference, a system message (info, alert, or error) specifies which catheter or patch is affected and provides troubleshooting information. If the interference affects the patches or the mapping catheter, indication appears near the acquisition panel indicating the severity of the interference (minor, moderate, or severe). Follow the instructions in the message to resolve the problem." The history of customer complaints reported during the last year and associated with carto system # (B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).